Event description:
It was reported that the patient was hospitalized due to an increase in seizure frequency and was referred for vns generator replacement. It was also reported that the patient's vns generator had not been checked over an extended period of time. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.